Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice during use, during dwell 3 of 4. The baxter technical service representative (tsr) explained the alarm. The tsr assisted with the retrieval of the cassette, and then advised the hp to let the rn know about the alarm. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2011 regarding the reported problem. The peritoneal dialysis registered nurse (rn) just saw the patient recently after the reported problem. They stated they did discuss the alarm with the patient. They pd rn stated the home patient (hp) has not had any other problems, and peritoneal dialysis therapy has not been affected negatively. They do not know what caused the alarm that particular night. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) that occurred during dwell 3/4 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the reported condition was not determined. . Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).